Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) may have inappropriately withheld therapies from supra ventricular tachycardia (svt) to sustained tachycardia (st) and svt to wavelet episodes. It was further noted that rates fell below the detection zone. The ICD remains in use. No patient complications have been reported as a result of this event.